Event description:
Customer reported receiving an "incompatible sensor" message on the day of applying the adc freestyle libre sensor and was therefore unable to obtain scan readings. Customer experienced a seizure while at the doctor's office and was provided juice and crackers as treatment by the doctor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. Performed a visual inspection on the returned reader and no issues were observed. Scanned a known good sensor with the reader, and no error messages were observed. No malfunction or product deficiency was identified with the reported reader. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned and the sensor serial number provided is not valid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Pqe reviewed the dhrs for the libre reader indicated by the serial number provided by the customer. The dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an "incompatible sensor" message on the day of applying the adc freestyle libre sensor and was therefore unable to obtain scan readings. Customer experienced a seizure while at the doctor's office and was provided juice and crackers as treatment by the doctor. There was no report of death or permanent injury associated with this event.